Event description:
Initial information received from a consumer on 12-feb-2010: a (B) (6) male received therapy with poly-l-lactic acid (sculptra) (lot# and exp date unknown). He reported he began treatment in (B) (6) 2008. He had 6 injections all within the first year. At first it appeared like thickening of the skin but now he has developed lumps over his face. He reported some are bb sized lumps but others are larger. One lump at the side of the mouth near chin is the size of a quarter or larger. Another area on the opposite side of the jaw is more lumpy, larger than bb nodules, and he cuts himself shaving. He reported that he can feel lumps under his skin. He stated that the lumps in the cheek area appear deeper and are less noticeable, he can move it like a marble under the skin. If he sucks in his cheek, you can see the lump is half the size of a golf ball and about 1 to 1.5 inches by 1 inch. The areas on the jaws appear larger and more noticeable. He stated that he has discussed with his physician who wants to try injecting lidocaine into the area to dissolve the poly-l-lactic acid. The physician has tried it before on other patients and possible it will have results but they were not definitive. He further stated that he has seen a plastic surgeon who recommended surgical removal. No concomitant medications or medical history reported. No further relevant medical information reported.

Manufacturer narrative:
Device qc performed. 2/22/2010.